Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The switch on the handle does not stay locked while cutting. Case type / application: tka 2.0.

Manufacturer narrative:
Reported event: an event regarding mechanical failure involving a mako mics was reported. The event was confirmed. Method & results: product evaluation and results: device with (mechanical failure) was returned to the supplier and evaluated. The failure was confirmed through visual/functional inspection. Pivot mechanism - other and collar - loose screws. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock on 02 december 2019 with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The switch on the handle does not stay locked while cutting. Case type / application: tka 2.0.